Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which warns to reinsert the dilator prior to removal. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be traced to the device. The root cause likely lies with an adverse event related to the procedure as there is no evidence that the dilator was reinserted prior to the removal attempt. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: g5 this MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was originally reported, the flexor high-flex ansel guiding sheath broke. Additional information had been requested. Upon receipt of additional information provided to the manufacturer on 01/18/2019, it was learned the end of the device broke off upon removal from the patient's anatomy. Access was gained via the patient's leg in a contralateral approach. The anatomy was not tortuous or calcified, and the type of procedure was not specified. It is not known what other devices were utilized through the flexor high-flex ansel guiding sheath, however it was provided that during removal of the complaint device over an unspecified guide wire, the end of the flexor high-flex ansel guiding sheath broke off. No part of the device remained inside the patient's anatomy. According to the company representative, the patient did not require additional procedures due to this event. Additionally, the patient did not experience any adverse effects. The device was discarded at the user facility; therefore, it is not available to aid the manufacturer's investigation.